Event description:
The lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Products: 5076-45 lead implanted: 2004 (B)(6). (B)(4).